Event description:
Narrative: user facility reported during a diagnostic coronary angiography, air was injected into a patient's left coronary artery on the first angiographic run. Upon initiation of the first injection, air was detected by the air column detect sensor of the acist angiographic contrast injector system. The user purged the air from the tubing and confirmed the tubing was cleared of air. The customer initiated the injection and an air column entered the patient. The patient had prolonged chest pain, hypotension, bradycardia, and evidence of myocardial infarction. The patient's condition after the event was reported to be unstable and the patient remained hospitalized. Two days after the event, the patient's condition had improved, but the patient was still experiencing chest pain. (B) (4).

Manufacturer narrative:
On may 12, 2010, the acist angiographic contrast injection system, model cvi, was returned to acist for evaluation. Upon completion of the evaluation of the injection system, a follow-up report will be submitted to FDA.